Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 28-oct-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 06-may-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced cardiac tamponade and pericardial effusion due to perforation. Drainage was performed and medication was administered. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.